Manufacturer narrative:
The complaint was not confirmed. The patient was under anesthesia and the case was cancelled. We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system had a problem that did not allow to use it. There was a patient under anesthesia when the case was cancelled. Investigation shows that complaint contents were wrong and not confirmed by customer.